Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the spine application was started, communication with the position sensor unit (psu) could not be performed and "x" on camera mark was displayed at the lower right of the screen. Restarting was performed once, but when starting the application, the system was exited. Restarting was performed for the second time and the product was started normally. Operation check was performed. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the connection failure of the positioning sensor unit (psu) was confirmed, and parts were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found no failure with this component. Through functional testing, visual/physical examination, and proceduralized device testing the reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.